Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/30/2019. Device evaluation summary: according to the reported information, the patient experienced anisomastia (breast asymmetry), chest injury (due to fall), and deflation associated with the breast implant. During visual analysis, the device was observed intact. Leak testing was performed, and it revealed there was leakage from the valve. No additional anomalies were observed. It is possible that the root cause of the rupture was the accident in which the patient was involved. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest trauma/deflation (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 350cc saline prosthesis experienced left sided device migration post procedure. The patient had a fall and felt that her left breast had shifted within capsule due to the impact of the fall. Imaging and a physician confirmed that the implant had shifted. Additionally, the patient also experienced bilateral grade 3 ptosis and suspected bilateral deflation. The devices were explanted and mastopexy was performed on (B)(6) 2019. The left sided device migration was reported previously under 1645337-2019-19783 on (B)(6) 2019. On (B)(6) 2019, mentor received additional information and initial awareness of the right sided issues. This report relates to the right prosthesis.